Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the patient experienced allergic reaction. In (B)(6) 2014, 2.75x28mm and 3.0x24mm promus element stents were implanted. After eight weeks, fever and respiratory problem occurred. It was reported that drug-induced lung injury occurred which was considered to be caused by everolimus contained in promus des. Steroid therapy was effective and the patient progress was good. There was no change in dual antiplatelet therapy.